Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient developing an infection and the surgeon performing a revision. All of the implants were removed from the patient.